Event description:
It was reported that, just before use, the physician noticed that the fiber was broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
This report is being submitted to correct the bsc aware date field in report details and the bsc aware date field (g3) in section g, all manufacturers.

Event description:
It was reported that, just before use, the physician noticed that the fiber was broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device has not been returned to bsc for evaluation; therefore, no physical analysis of the product could be performed. However, the customer provided an image which showed that the fiber was broken. The reported complaint indicates the fiber was observed damaged out of the box. The DHR review indicates the lot was released meeting all manufacturing specifications. Therefore, it is likely the break occurred after the device was packaged during manufacturing but prior to use of the device by the complainant. The instructions for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. The initial reported allegation of fiber break was confirmed. Based on the information available, the investigation was assigned the conclusion code of cause traced to component failure.

Event description:
It was reported that, just before use, the physician noticed that the fiber was broken. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.